Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported on the same day of the implant that the patient's right ventricular (rv) lead had oversensing that resulted in an inappropriate shock. It was also reported that there were high and unstable pacing thresholds and high impedance with the rv lead as well. The patient's implantable cardioverter defibrillator (ICD)&#1473;s also noted to have high pacing thresholds, intermittent sensing and decreased r-waves. Patient was admitted to the hospital and surgery revealed a loose set screw on the ICD. Tightening the set screw corrected the issue. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.